Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device presented with an error; the wires were found to have been routed incorrectly, and the red battery wire was pinched with exposed wire insulation. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that a self-test error would appear when the external pulse generator (epg) was turned on. The epg has been returned for repair. There was no patient involvement. It was further reported that the returned external pulse generator (epg) subsequently tested out of specification during manufacturer¿s analysis.